Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient reported that she replaced the sensor in attempt to resolve the issue. Dexcom representative advised patient to forget the dexcom device in bluetooth settings. No additional patient or event information is available.